Manufacturer narrative:
On 01/30/2015 follow up: tandem technical support followed up with customer three hours later and customer three hours later and customer indicated their blood glucose level had risen to 218 mg/dl due to the food. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that customer filled tubing while still attached to the site. There was no impact to the customer's blood glucose level as they stated they would drink juice and eat food.